Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while switching the patient from the power module to battery power, when the white lead was disconnected first, a red heart alarm sounded and the pump stopped. It was noted that when the black lead was disconnected first, the white lead was providing power and the system alarmed appropriately. The vad coordinator found broken pins in the black power lead connectors of the power module patient cable and system controller. The power module patient cable and system controller were exchanged without incident. There was no patient injury during this event. The patient remains ongoing on the lvad.